Event description:
It was reported that during abdominal myomectomy procedure they were trying to open the uterus with the device. It had an error code that read "clean instrument." They removed instrument to clean it. They retested it and it read "replace instrument." They finished with surgical instrument. They did not use a device. There was no patient consequences just a lot of blood lost.

Manufacturer narrative:
(B)(4). Event month and year only reported: (B)(6) 2023. Batch #: unknown. Additional information was requested and the following was obtained: did the patient need to have a blood transfusion? If so, how many ml were administered? 1 unit of blood received. How was the bleeding controlled? Traditional suture and surgicel powder. What is the current status of the patient? Doing well. Did the patient need any different type of post op care due to the bleeding/oozing? Not to my knowledge. Were there hard fibroids in the surgical field that could have been contacted with the active blade? Yes. Was there any contact between active blade any other surgical instruments or retractors? No. Were any unusual noises heard from the end effector throughout the procedure? No. After receiving the clean instrument alert screen, how was the device clean? Wet 4x4. Was the device then tested with the device in the air with the jaws open? Yes. Is a gen log available for review? No. A manufacturing record evaluation is pending for the finished device lot number. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. D4 batch #: x7002w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing.  The device was disassembled to inspect the internal components and no anomalies was found.  The event described could not be confirmed as the device was returned without detectable damage. The error codes experienced by the user were confirmed but could not be replicated in benchtop testing. This is consistent with a high impedance condition. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch x7002w, and no non-conformances were identified.